Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 84 mg/dl at the time of the incident. The caller noticed in the bolus history that the customer was getting a bolus every half hour. The customer was at 59 mg/dl at the time of the call. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported several un-programmed boluses. Troubleshooting was completed but did not resolve the issue. The caller also reported an issue with their meter display. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.